Event description:
It was reported that continuous glucose monitor displayed error message and customer could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step instructions to reset pump, performed pump reset, and pump no longer displayed error message, and customer successfully started new sensor session.